Manufacturer narrative:
The following fields were updated: d.7. Medical device lot #: unknown. H.6. Investigation summary: mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Panta batch number 2293358 was provided by the customer. Batch history review for panta batch 2293358 was satisfactory and no quality notifications were generated during manufacturing and inspection. Qc inspection and testing were satisfactory at time of release. Retentions were available for inspection for panta batch 2293358 (10 vials). No defects were observed in 10/10 panta retention vials. For further investigation two panta vials from batch 2293358 were reconstituted with two growth supplement vials from batch 2293451. One panta vial reconstituted with growth supplement (remaining supplement inside the supplement vial was also incubated) was placed into 20-25-degrees celsius incubator; and one panta vial reconstituted with growth supplement (remaining supplement inside of the supplement vial was also incubated) was placed into 33-37-degrees celsius incubator. At the end of a fourteen-day incubation period no microbial growth was observed in 4/4 incubated retention vials. Two photos were received to assist with the investigation: both photos show an uncrimped reconstituted panta vial from batch 2293358 (the stopper is still in the vial). There appears to be possible fungal contamination at the bottom of the vial. No returns were received to assist with the investigation. No 245124-kit batch number was provided to properly complete an investigation. However, manufacturing records for panta batch 2293358 were reviewed and a probable kit batch number was found. Review of the probable kit batch number found the kit packaging process was satisfactory and there is one other complaint for contamination that has been taken on the probable kit batch. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 supplement kit that there was contamination - biological contamination. The following information was provided by the initial reporter: there is mildew contamination.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 supplement kit that there was contamination - biological contamination. The following information was provided by the initial reporter: there is mildew contamination.